Manufacturer narrative:
No actual event date was provided. Therefore, date of event is an estimate based on information contained in the event description. Review of the manufacturing records indicated the device met pre-release specifications. The device was not returned. Consequently, a direct product analysis was not possible. Additional information about this event could not be obtained. As a result, no further investigation is possible. All information has been placed on file for use in tracking and trending.

Event description:
The following information was reported to gore: the date and month unknown, 2016, epic stent was implanted in bilateral iliac artery for leriche's syndrome. On (B)(6) 2018, two gore® viabahn® vbx balloon expandable endoprosthesis were additionally implanted to repair a restenosis. The patient tolerated the procedure. The date unknown (B)(6) 2018, angiography confirmed thrombotic occlusion and compression of both endoprosthesis. Bare metal stents were implanted inside both the gore® viabahn® vbx balloon expandable endoprosthesis. The patient tolerated the procedure. The physician reported to gore he believes the cause of occlusion and compression of the gore® viabahn® vbx balloon expandable endoprosthesis was due to severe calcification. The date unknown (B)(6) 2018, angiography confirmed the thrombotic occlusion and the compression of both endoprosthesis. Bare metal stents were additionally implanted inside both the gore® viabahn® vbx balloon expandable endoprosthesis. The patient tolerated the procedure. The physician reported that the cause of the occlusion and the compression was due to severe calcification.